Event description:
The international customer reported, the ventilator was alarming during use due to an open exhalation valve. The customer reported there was no pt harm. The international distributor reported the ventilator failed testing and the 3 station solenoid was replaced. If the solenoid malfunctions leaving the ventilator system open, the ventilator is not providing breath support to the pt.

Manufacturer narrative:
Three station solenoid.